Event description:
After performing post-dilatation, the powerflex p3 balloon was being withdrawn, however, the balloon was stuck at the distal end of the sheath. It was observed under fluoro, that the balloon accordion on the wire. However, when continuing the removal process of the catheter, the catheter separated, and the balloon remained inside the sheath; therefore, the sheath was removed. The product separated inside the sheath, and no part separated or remained inside the patient. There was no tracking difficulty experienced. The balloon was completely deflated upon withdrawal. The product was used to perform several dilatations prior to this event. There were no noted kinks in the product. There was no injury to the patient.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.